Event description:
A home patient (hp) contacted baxter's technical service center and reported that she was on the homechoice (hc) machine in drain 2 of 4 for a long time. The drain volume was 4545ml and the fill volume was 2500ml; these volumes meet increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) assisted the hp to press the down arrow to reveal drain volume; the drain volume increased to 4564ml and the hc moved into fill 3 of 4. Tsr helped hp end therapy. The hp declined a swap. According to the patient's nurse the patient was having some issues with the cycler, however, everything has been resolved and the patient continued therapy successfully. Furthermore, the nurse stated that the patient was in the hospital previous to this event for cardiac irregularities, which was unrelated to peritoneal dialysis therapy. The nurse could not confirm the patient's reported drain volume of 4545ml, however, stated that the patient gets confused and may have mistaken her drain volume. According to the hp she does not recall calling baxter to report such a high drain volume. The hp checked her logs and did not have a drain volume written for one day in 2009. The hp stated she continued therapy fine and does not recall having trouble. According to iipv call script the probable cause could not be identified.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of overdelivery / iipv.